Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as devices were not returned for evaluation medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: it was reported that the patient fell and suffered a periprosthetic fracture to their right hip. Further information such as device analysis, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to confirm the event and determine the exact cause. No further investigation for this event is possible at this time as no devices and insufficient was received by stryker orthopaedics. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
Patient fell and suffered a periprosthetic fracture to their right hip. The patient had an accolade ii and unitrax endoprosthesis implanted on (B)(6) 2015. The hemi was revised with a rest mod plasma stem and cone body along with a mdm liner and insert paired with a tritanium cup. A trochanter plate and cables was also implanted.

Event description:
Patient fell and suffered a periprosthetic fracture to their right hip. The patient had an accolade ii and unitrax endoprosthesis implanted on (B)(6) 2015. The hemi was revised with a rest mod plasma stem and cone body along with a mdm liner and insert paired with a tritanium cup. A trochanter plate and cables was also implanted.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.